Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that a noise was detected at the level of a right hip implanted in 2004. The pt had a revision. Some wear traces were noticed as well as a breakage of the insert.